Manufacturer narrative:
(B)(4). User customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Title: xxxxx. Event desc: an intubated patient was transported to MRI from ICU using a portable vent. The transport vent was set up and they started the transport. They only got 10 feet from the room when they noticed that the blood pressure dropped and the patient became unstable. The team brought the patient back into the room and bagged the patient. The patient was paced back on the room ventilator. What was the original intended procedure? Transport from MRI to ICU.